Event description:
Fiber burned through sheath and split it in half.

Manufacturer narrative:
The catalog number and lot number were not reported. Possible lot numbers are 911220 and 911939. The possible lot numbers were also reviewed for any abnormalities which, may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. A complaint sample was received for evaluation and the following was observed: the sheath and fiber were returned in two pieces. The first section in the distal tip of the sheath to the break that is 19.5cm in length. The end at the break is burnt, melted and jagged. The second section is the rest of the sheath with the fiber in it. From the break to the hub, it is 45cm. At the break point, the sheath is burnt, melted and jagged. The complaint information and sample have been forwarded to the vendor for further evaluation. Conclusion: the complaint investigation has been confirmed during the evaluation of the returned sample. Based on the information supplied it appears as if the fiber used in this case was damaged and / or re-used. The instructions for use includes the following statements against this: precaution: prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending ot the fiber. Do not coil the fiber by tighter than a diameter of 20cm. This device has been eto sterilized and intended for single patiend use. Sterile unless package is opened or damaged. Do not use if sterility has been compromised. Do not re-use or re-sterilize the fibers. The sheath size must be compatible with the laser fiber. This type of complaint will continue to be monitored for trends. The complaint information and sample have been forwarded to the manufacturer for further evaluation. To date the manufacture has not provided angiodynamics with a response. Once a response is received the updated information will be reported.